Event description:
In 2002, the patient reportedly suffered trauma to the head. Two days later, the patient was seen at the implant center for device evaluation. Testing conducted confirmed that the device was no longer functioning. X-rays were requested.